Manufacturer narrative:
The glucose reagent lot number was 747661. The reagent expiration date was requested, but not provided. The field service engineer found visible foreign material on the exterior of the probe tip. The probe was replaced and wash station adjustments were performed. The cell rinse mechanism adjustments were verified. Precision studies were performed and passed. Controls were run and passed. Calibration and controls were acceptable prior to the event. Upon review of the alarm trace, an abnormal aspiration alarm was observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they had to correct results for an unspecified number of patient samples tested for multiple analytes on the cobas c 503 analytical unit on (B)(6)2023. The customer noted they received aspiration errors on the analyzer on (B)(6) 2023, so they cleaned the probe and controls passed on (B)(6) 2023. The customer then noticed several patient samples had low results and these did not agree with the clinical picture of the patients. The customer ran controls and these failed for at least 4 different analytes. The customer repeated 84 patient samples. The customer provided data for one patient sample with discrepant results for glucose hk gen.3. This sample initially resulted in a glucose value of 100 mg/dl. The sample was repeated on a second analyzer, resulting in a glucose value of 70 mg/dl. The repeat value was deemed correct.